Event description:
It was reported the patient presented via merlin.net with high, out of range high voltage lead impedance. At the same time the patient was feeling ill. The patient was subsequently scheduled to present at the clinic but on the day of the patient¿s appointment the patient was hospitalized. At the hospital it was determined the patient was significantly dehydrated and, after rehydration, the patient¿s numbers vis-à-vis the lead were normal so the clinic was no longer concerned. The patient is monitored monthly.